Manufacturer narrative:
The customer reported the set disconnected at the safety clamp, and returned one sample of material 2420-0007, lot 25085321. Upon initial visual examination, the set verified the complaint of separation at the lower fitment. The tubing had insufficient solvent when examined under a microscope. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant in 2025 to communicate and reinforce the correct solvent assembly procedure to personnel. In addition, the plant has performed several actions to the solvent application process affecting cleanliness, compliance of solvent dispenser, arrangement of materials, and standardization of the fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that alaris IV tubing broke off at safety clamp.